Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of the left knee secondary to pain, swelling, stiffness and suspected malrotation. Intraoperatively, the surgeon discovered tibial loosening at the cement to implant interface. Due to the malrotation, a completed revision of the tibial and femoral components to a rotation platform design. Doi: (B)(6) 2013; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  corrected: h6 (device).